Manufacturer narrative:
(B)(6). Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the bioraptor knotless suture anchors broke due to the wrong drill bit being on the loan set. No patient injury or other complications were reported.